Manufacturer narrative:
Exact patient age is unknown but is over 18 years. (B)(4) loop embedded on patient tissue. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the sigmoid colon during a sigmoid polypectomy procedure performed on (B)(6) 2013. It was reported that the snare was unable to cauterize and was embedded in an "enormous" polyp with a small stalk. However, the physician pulled very hard on the catheter and was able to successfully remove and cauterize the polyp. The procedure was completed with this sensation large oval snare. It was reported that the device had been inspected prior to use, and functioned properly at that time. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.